Manufacturer narrative:
.

Event description:
It was reported that during unpacking for a coronary drug eluting stenting treatment procedure, the 3.00x24mm taxus express2 drug eluting stent was bent, when it was removed from the packaging. The stent was not used and never entered the pt.